Event description:
Neurosurgeon inserted a camino probe using the correct insertion technique into the pt on (B)(6) 2014. The (icp) intracranial pressure was initially reading 10 mmhg and within half an hour, it changed to minus 5 mmhg. Additional info received on (B)(4) 2014. The CT scan was reviewed with the neurosurgeon and it showed a parenchymal placement. The neuro surgery team at the user facility stated, "there was no revision procedure done. The probe was placed on (B)(6) 2014, and removed (B)(6) 2014. The neurosurgeon does not believe there was any further injury caused to the pt as a result of the icp catheter failing, however the pt did die from a pulmonary embolism on (B)(6) 2014. The hospital has two cam01 monitors with serial numbers ((B)(4)), however they could not identify which monitor was used on this pt. Further info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.